Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead impedance measurements. Trending shows a few impedance spikes of greater than 3000 ohms since (B)(6) 2019. The patient was followed-up for additional testing, but the clinical observations could not be replicated. Technical services reviewed the data and recommended troubleshooting options. Additional information was received, stating that there was no additional testing were performed, and the physician was recommended to monitor the patient. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead impedance measurements. Trending shows a few impedance spikes of greater than 3000 ohms since (B)(6) 2019. The patient was followed-up for additional testing, but the clinical observations could not be replicated. Technical services reviewed the data and recommended troubleshooting options. Additional information was received, stating that there was no additional testing were performed, and the physician was recommended to monitor the patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead impedance measurements. Trending shows a few impedance spikes of greater than 3000 ohms since (B)(6) 2019. The patient was followed-up for additional testing, but the clinical observations could not be replicated. Technical services reviewed the data and recommended troubleshooting options. Additional information was received, stating that there was no additional testing were performed, and the physician was recommended to monitor the patient. This device remains in service. No adverse patient effects were reported. Additional information was received. A health care professional (hcp) indicated that the rv pace impedance has intermittently been reaching out of range values again. Provocative maneuvers were performed, and noisy signals not sensed by the device were observed. Boston scientific technical services (ts) reviewed data from the device and confirmed that the rv lead impedance has been fluctuating, the shock impedance has remained quite stable over the last year and the intrinsic amplitude seems to be slightly decreasing. Ts explained that because this device has a specific type of header design that is not being used anymore in new devices, it has a higher risk of fretting, which is a type of device-lead interface anomaly. Provocative maneuvers were recommended again, and commanded shock testing was also discussed as part of troubleshooting steps for this system. Evidence suggests the device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.